Manufacturer narrative:
The sample was discarded by the home patient and is unavailable for evaluation. No further measures will be taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventive action as appropriate.

Event description:
A home patient (hp) contacted a baxter technical service representative (tsr) regarding a system error 2240 alarm that appeared on the display of the home patient's homechoice (hc) machine during use. Tsr reviewed alarm log with hp, and it was revealed that the hp had left clamps open on unused lines. The hp's nurse was contacted and stated the hp was diagnosed with peritonitis in 2007 and hospitalized for an unknown period of time in the following month. Symptoms of the peritonitis were unknown. The hp's nurse did know the antibiotic treatment given to the hp. The hp's nurse's suspected root cause of the peritonitis was that the hp had accidentally been leaving clamps open during apd therapy which allowed air into the lines that led to the contamination. The hp's nurse also noted that the hp had been complaining of neck and shoulder pain in the same month, about one week before the fungal peritonitis was diagnosed. The nurse attributed this pain to the air in the lines as well. The nurse also stated that she considered this all one event of peritonitis. The hp did recover from this peritonitis event once the hp discontinued pd therapy. The nurse did not know the hp's exact date of recovery. The hp's nurse was asked to retrain the hp to close clamps on unused lines during apd therapy.